Event description:
It was reported that a patient experienced a severe low blood glucose level after changing the cartridge, which required hospitalization. The patient inadvertently filled the tubing while it was attached, resulting in unknown amounts of insulin being administered. Customer declined troubleshooting with tandem technical support and declined to provide further information. No additional information was provided.